Event description:
It was reported that the lead exhibited a decrease in sensing threshold. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found the lead to exhibit normal electrical characteristics. The proximal insulation was abraded most likely due to friction with another device. This damage is not related to the customer complaint.